Event description:
It was reported that after an ilet user performed a supply change and received an ¿insulin set expired¿ alert, their blood glucose was 332 mg/dl. The user had not filled the cannula, and after verifying drops through the tubing, the cannula was filled and insulin delivery was resumed, resolving the alert. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure for infusion set deployment, with the infusion set as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.